Event description:
New information notes that the lead was repositioned successfully and without incident. Patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt "jumping" in his chest several hours after the procedure. The device was check and no sensing or capture on the atrial lead was observed. Chest x-ray confirmed lead dislodgement. Therefore, the lead was repositioned.